Event description:
Patient having hardware removed from foot due to compliants of irritation and pain. The hardware was removed without incident except for the proximal lateral screw of the 4 screws of the bow plate. This screw was found to have been fractured previously and the head of the screw was sitting somewhat proud of the plate and this was removed very easily with no resistance at all. Once the other 3 screws were removed with a typical amount of resistance and the plate removed, the shaft of the screw was then removed by drilling around it with a trephine drill and creating enough exposure to be able to grab the shaft with needle-nose pliers and rotate it out, unscrew it that way. This was done successfully and the rest of the screw was removed and no signs of residual screw were seen. The piece of screw that was removed was compared to the other screws and found to have the proper tip on the screw indicating that no further fracturing of the screw had occurred. The area was irrigated again and some bone of the mid dorsomedial shaft of the metatarsal that was somewhat proud and rough and irregular was cleaned of overlying periosteum and this was shaved down with the osteotome and mallet and this was crushed and used to pack the trephine hole as an autologous bone graft.